Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned an investigation will be conducted and a supplemental report will be filed. It was noted that the pt is taking a six week mandatory training course on diabetes management. When following up, a nurse spoke to animas and stated that the pump is not implicated in the pt's hospitalization and that the pt does not manage her diabetes. No conclusions can be made at this time.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no defect found on investigation.